Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer). Exemption number: e2014012.

Event description:
Country of complaint taiwan. Surgeon can not distinguish thickness between 1/0 and 2/0 silkam . Surgeon need 2/0 silkam but the suture is too thick and feel like 1/0 silkam .

Manufacturer narrative:
Samples received: 1 open pouch. Analysis and results: there are no previous complaints of this code batch of which we manufactured and distributed (B)(4) units in the market. There are no units in stock in b. Braun surgical warehouse. We have received an open sample with seventeen unused threads inside the pack. We have tested the diameter of all the threads and the results are 0.340 mm in average and fulfils the requirements of the european pharmacopoeia (ep): 0.300 mm < x average < 0.349 mm. The average result of the diameter is in the high range of the ep requirements for usp size 2/0. Therefore we consider the complaint as not justified. Final conclusion: although the results of the samples received fulfil the specifications of european pharmacopoeia/ b. Braun surgical specifications, we take note of this incidence in order to assess if new or additional actions are needed. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.